Event description:
Pt (with a history of complicated diverticular disease) underwent a robot-assisted laparoscopic sigmoid colectomy. During the procedure, one of the hem-o-lok clips broke. The pt tolerated the procedure without complications and is in stable condition.